Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please elaborate on the quality issue experienced with the product? Please clarify what you mean by "when the break point was broken."? When the break point was folded, the suture was detached form the cannula. Were there any issues with the applicator? No. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown pediatric surgery on (B)(6) 2026 and suture was used. The suture came off (slipped out) when the break point was broken. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. No further information is available. Additional information has been requested.